Event description:
It was reported that pump screen was partially blacked out and this affected ability to read and interact with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Technical support arranged shipment of replacement pump.